Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to noise that was oversensed. The device was programmed to primary vector and the presenting rhythm showed noise with movement. Alternate and secondary vectors showed low amplitude measurements. The device was programmed off as the integrity of the electrode was suspected to be compromised. X-rays did not confirm a fracture or a device to electrode connection issue. There appeared to be no slack in the electrode coming from the sternum towards the pocket and an accentuated bend near the proximal end. A revision procedure was performed, and this electrode was explanted. The physician elected to replace the associated device as the root cause of the reported clinical observations could not be confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to noise that was oversensed. The device was programmed to primary vector and the presenting rhythm showed noise with movement. Alternate and secondary vectors showed low amplitude measurements. The device was programmed off as the integrity of the electrode was suspected to be compromised. X-rays did not confirm a fracture or a device to electrode connection issue. There appeared to be no slack in the electrode coming from the sternum towards the pocket and an accentuated bend near the proximal end. A revision procedure was performed, and this electrode was explanted. The physician elected to replace the associated device as the root cause of the reported clinical observations could not be confirmed. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified surface abrasion on the insulation approximately 112 millimeters (mm) from the terminal pin and a fracture of sense a and sense b. Further visual inspection also noted sharp curves in the electrode body in the regions approximately 105 and 120 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed noise and oversensing.